Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-jul-2019, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was getting their left ins battery replaced. The patient reported that when their right ins stimulation was turned on, they had a stroke and that this happened two times. The strokes were confirmed with imaging and that they were told their lead was implanted too deep and close to the brain stem. One stroke that was visible on imaging "looks like a comma at the bottom of the lead". No environmental/external/patient factors were known to have led to this event. No actions/interventions taken. The issue was unresolved.